Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for difficult removal, complete clip detachment, tissue damage and worsening mitral regurgitation (mr). It was reported that a mitraclip procedure was attempted in a patient with grade 3+ mixed mitral regurgitation, a horizontal heart, a small left atrium and an anterior prolapse. The trans-septal puncture was low. The clip delivery system (cds) was advanced through the steerable guide catheter (sgc) to the left ventricle. Due to the anatomy, imaging was poor and it was difficult to position the clip. An attempt was made to remove the cds, but resistance with the sgc was noted and it was difficult to get the clip into the sgc. The deliver catheter (dc) handle was rotated 360 degrees, an audible pop was heard and the clip detached from the cds, but remained on the gripper and lock lines. Since the clip could not be completely pulled into the sgc, it was straddled on the tip of the sgc with one clip arm and gripper hanging over the tip of the sgc. The devices were then able to be removed from the patient anatomy. Afterwards, a chordal tear was noted, which was thought to have occurred during removal of the clip from the left atrium. Mr increased to grade 4+. No clips were implanted and no additional intervention was performed. Surgical mitral valve repair is being considered. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficulty removing the device from the anatomy, physical resistance (difficulty positioning the device due to the anatomy) and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). The reported device operates differently than expected (noise) could not be replicated in a testing environment as it was likely a symptom of the threaded stud break. The clip detaching from the device could not be tested for due to the returned condition of the device. The clip detachment and difficult to remove clip delivery system (cds) from the steerable guide catheter (sgc) however, were confirmed. It should be noted that section 24.0 final mitraclip nt system positioning step 24.6 of the mitraclip instructions for use, warns the user against rotating the delivery catheter (dc) handle more than 180 degrees. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and the reported difficult to remove from the anatomy and poor image resolution appear to be due to a combination of challenging patient morphology/pathology and user technique/procedural circumstances of sub-optimal imaging. The physical resistance was due to the patient morphology/pathology. The user error was associated with the user rotating the dc handle 360 degrees, which likely put increased stress on the internal actuator assembly such that the threaded stud broke, subsequently resulting in the clip to detach (detachment of device component) and noise (device operates differently than expected). The difficult to remove the cds from the sgc appear to be due to the procedural condition of the clip detaching from the device and making it difficult to retract the clip into the sgc. The reported patient effects of tissue damage resulting in mitral regurgitation were related to procedural circumstances of the difficulty removing the clip from anatomy due to the clip becoming caught on the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.